Event description:
It was reported that some days ago the patient experienced static noise, which however, disappeared. They went to the clinic to carry out testing, which showed 1 electrode channel with status 'hi', 6 electrode channels are involved in short-circuits and the ground path impedance is increased. It is assumed that the ground electrode has ingrown to the bone. Re-implantation surgery was recommended.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.